Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Issue occurred prior to call to technical support and had resolved. The alert cleared, and the pump successfully began charging using original supplies.